Event description:
It was reported that the k-wire tips broke off during surgery.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.